Event description:
Reporter stated that 37 pt capillary blood samples were obtained using the same multiclix lancet. The device package insert states that the lancet device is for use by a single person only and is prohibited from use in multi-patient settings. Moreover, a sticker was placed on the lancet device indicating that it is not intended for use in a multi-pt setting. Following the event, the affected pts were reportedly vaccinated and screened for hiv, hbv, and hcv markers. Fourteen pts were reported to be potentially infected with hepatitis b or c. No add'l info about pts' current conditions was provided. The lancing system was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.